Event description:
The account alleged that the siderail is not staying up. No pt impact.

Manufacturer narrative:
The account found the siderail latch is sticking. The account lubricated the siderail latch assembly to resolve the issue.